Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: unspecified microbes (>200 cfu / 100ml). The suction channel: unspecified microbes (>200 cfu / 100ml). The air/water channel: unspecified microbes (>200 cfu / 100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, adaptascope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for the mold fungus(1cfu) and unspecified microbes(1cfu/100ml). After reprocessing at olympus (B)(4), the subject device was sent to a third party laboratory again for additional microbiological testing. As a result of the additional test, no microbe was detected from the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.